Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: the pump powered up to a dim and pink display. The battery compartment was cracked from the top to the cover part. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the display was dim. This report is made based on results of investigation completed on 20-jul-2018.